Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient is experiencing progressive loss of stimulation on his right side. Additionally, the patient alleges feeling a buzzing sensation. X-rays identified the scs lead has migrated as well as pulled out of the scs ipg header. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.